Event description:
The customer reported that "the baby's saturation dropped to 50% and the monitor didn't alarm".

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.